Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber metallic tip had a rupture and the joules used were 420000 for 41 minutes. The gland volume of the patient was 52/40ml. The procedure was completed with another fiber without patient complications.